Event description:
It was reported that during a gastrectomy procedure, the device was locked out at the first firing when it was fired to resect the gastric body and the duodenum. The staples were deployed about 1cm from the proximal part and unformed. The knife did not move. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.